Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support during an infusion set change because they were unable to secure the luer connect adaptor. The agent instructed the patient to swap out the connector, and the patient was able to successfully complete the supply change. The patient was using a 23" teflon inset infusion set. The lot number for the connectors was obtained, and no further assistance was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.